Manufacturer narrative:
Concomitant medical products: evproplus-29us valve, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a valve infection. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.